Manufacturer narrative:
Device manufactured on september 18, 2022- september 19, 2022. Three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had a foreign substance. This was discovered during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the events occurred from (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.